Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No displacement anomalies were noted. The motor was tested outside the device and passed. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 56 mg/dl at the time of the incident. The customer was at 144 mg/dl at the time of the call. The customer was given glucose tablets to treat. Troubleshooting was completed and the customer believes the pump over delivered insulin. The customer also mentioned that the insulin pump was exposed to x-ray. The insulin pump will be returned for analysis.